Event description:
Patient in interventional radiology (ir) for right lower extremity (rle) angiogram with multiple site percutaneous transluminal angioplasty (pta). Access via left groin. Perclose proglide device deployed at left groin . Three devices used- possible malfunction of device. Doctor was unable to extract distal end of device from tissue. It was suspected that the tip (foot) of the subsequent device got stuck on a suture that had been deployed with an earlier device. It was decided to leave the device in place (tip partially in and handle portion external) and take the patient to or for device removal and repair of artery.